Manufacturer narrative:
We received one single flothru dpt kit with IV set for examination. There was no visible blood found from the kit. The dpt zeroed and sensed pressure on a pressure monitor. However the pressure readings were not stable. A visual examination found excess solder material on the #1 and #2 traces on the sensor chip. The dpt zeroed and sensed pressure accurately after removal of the excess solder material. The pressure readings also became stable. It appeared that the excess solder on traces affected functionality of the dpt. The dpt electronic components were intact because both input and output impedance were within specifications. The root cause has been determined to be manufacturing related. As part of the corrective action all operators were certified in soldering technique, effectiveness monitoring is underway. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was initially reported that the dpt did not zero on the first day of use. However follow up with the customer indicated that there was no problem with the measurement in the beginning, but the baseline of the waveform gradually rose over time. The value showed 220mmhg when it should be around 100mmhg. The sensor was replaced and the problem was solved. There were no patient complications reported.